Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message that the customer could not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.